Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide states: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 506 mg/dl. Insulin was administered via a manual injection and a correction bolus was delivered via the pump to address bg. A system check was performed, and it was found that the cartridge had been reused resulting in the high bg. Reportedly, the customer changed pump supplies and successfully resumed insulin therapy.